Event description:
During index procedure, the patient had one unknown driver stent successfully deployed at proximal lad and one unknown endeavor rapid exchange (rx) drug-eluting stent successfully deployed at proximal mid lad. Approximately 6 months 2 weeks post index procedure, patient underwent revascularization with deb at proximal lad. Approximately 7 months post index procedure, patient had one endeavor sprint rapid exchange (rx) drug-eluting stent (3.00 x 15mm) successfully deployed at proximal circumflex. Approximately 15 months post index procedure, patient underwent revascularization at mid lad. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (restenosis). (B)(4).